Event description:
Medtronic received a report that a solitaire fr intracranial vascular stent encountered resistance with a rebar microcatheter and the microcatheter was observed to have leakage. The patient was undergoing an emergency thrombectomy surgery for treatment of a ischemic stroke in the left anterior cerebral artery. It was noted the patient's vessel tortuosity was moderate and the patient's medical history includes hypertension. Right femoral artery access vessel diameter was 7 mm. The patient's baseline modified rankin score (mrs) was 4 and was 4 post-procedure. The national institutes of health stroke scale (nihss) score improved , decreasing from baseline score of 25 to 15 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 2 at baseline to 3 post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved one pass with the device. The stroke onset to reperfusion time was 2 hours. During stent delivery in the procedure, liquid leakage from the microcatheter was observed, and the stent encountered difficulty during advancement; resistance was encountered in the proximal portion of the microcatheter. After multiple attempts, the stent still could not be delivered through the microcatheter. After replacing the microcatheter, the procedure was successfully completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: solitaire stent model number: sfr-4-20 serial or lot number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.